Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on 07/12/2013. The fse inspected the instrument and found a fluid leak coming from the side of the lh750 instrument not the slidemaker. The leak was located at green stripe silicone tubing connected to y fitting (fy71-3e) for rinse fluid going to needle and needle vent chamber (vc19). The tubing was cut at the y fitting (fy71-3) and the fse replaced it to correct the problem. Failure mode was attributed to a cut tubing at y-fitting (fy71-3). However, the instrument generated fd6 errors alerting customer to an instrument problem. (B)(4). During the fse visit, there was no leak found on the coulter lh slidemaker; however, the leak on the lh750 instrument caused errors (fd6) on the slidemaker. The coulter lh slidemaker information: part number: 6605633, serial number: (B)(4), manufacturing date: 01/01/2006, PMA/510(k): class I exempt.

Event description:
The customer reported to beckman coulter (bec) that less than 20 ml of blood and diluent leaked from the coulter lh 750 slidemaker (sm) with liquid found outside of the sm between the sm and the coulter lh 750 hematology analyzer. The operator cannot locate the leak source. The customer also discovered a leak on the sm right drip tray. The slidemaker generated fd6 errors (fd6-detects the trailing edge of the blood during the dispensing of the prime sample, determining when to stop dispensing sample). The operator was wearing gloves and a laboratory coat at the time of the event. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated as a result of this event.